Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient experienced pain at the implant site resulting in the decision to explant the device. The device was explanted on (B)(6) 2015.the device has not been made available for analysis as of the date of this report, (B)(6) 2016.

Manufacturer narrative:
This report filed july 8, 2016.